Manufacturer narrative:
Follow-up #1 03/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on 03/01/2013 with the following findings: the pump black box history showed one unusual power event occurring on (B)(4) 2013. The pump black box showed that the battery being used was fully charged. The battery compartment and cap were found to be intact. The battery cap was inspected and was found to be within specifications. The battery cap was attached to the pump and the pump powered on normally. The pump was exercised for 24 hours without power issues. A low battery alarm was induced and the pump emitted the appropriate visible and audible alert. The pump current draws were tested and were confirmed to be within specifications. The pump was opened and there were no signs of damage or defects to the power circuit.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a power (no power) issue. The pump was found without power. A new battery was inserted and the pump history was reviewed; a low battery alarm was observed, and allegedly no replace battery alarm occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.